Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Device evaluation was not performed, although a photograph of the unit carton was provided, no photograph of the reported damage was provided. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The reported event cannot be confirmed based on the limited information provided by the customer. The cause of the reported damage cannot be determined without evaluation of the packaging and more information pertaining to the circumstances when the damage was noted. This product may have been damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. Device not returned to the manufacturer.

Event description:
When the hospital owned simplex was opened, it was discovered that the glass vial of monomer was broken. No associated case or patient.